Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the pediatric patient was 'in hospital with high ketones' but did not report any further information regarding the event. The report was received via a web self-service message and no symptoms, no treatment, no medical intervention, no cgm, no blood glucose readings, and no outcome of the event were reported. Multiple attempts to reach the parent for more information were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced inaccurate cgm values. The parent reported that the patient was 'in hospital with high ketones' but did not report any further information regarding symptoms, treatment, possible medical interventions, or outcome of the event. When a fingerstick was taken the cgm reading was 2.9 mmol/l, and the blood glucose reading was 23.0 mmol/l. Multiple attempts to reach the parent for more information were unsuccessful. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.